Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The suture became untwisted when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There is no report on patient's injury. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please provide more details about "suture became untwisted"? The suture should be braided together, but part of this suture reported become untwisted. Are there any photo available for visual analysis? If yes please provide them no. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.